Manufacturer narrative:
It was reported that no additional dissection was required to remove the white cannula cap.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/19/2015. (B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were presented on the returned device. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the plastic cap on end of the secure strap came off into the patient. The piece was recovered from patient. There were no adverse patient consequences.